Event description:
It was reported by the patient's legal representative that the patient underwent an initial hip replacement on an unknown date and subsequently the patient is reporting undefined complaints. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4).